Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received several inappropriate antitachycardia pacing therapy and hv therapies for rapidly conducted atrial fibrillation. The patient was in hospital with decompensated heart failure. Review of strips also noted atrial undersensing. Programming changes were made and no further episodes of inappropriate therapies were noted. Patient¿s condition was stable.

Manufacturer narrative:
Correction: please remove device (B)(4) as the product should not have been reported as it has not been approved by FDA and is part of investigation device exemption (ide).